Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited a connector and setscrew anomaly. Loss of output, high lead impedance and undersensing were observed when the right ventricular lead was connected to the device. The device was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis of the pulse generator found that the right ventricular tip pin of the header feedthru was bent and did not go into the hybrid feedthru connector slot. This likely caused the reported anomalies.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.